Manufacturer narrative:
Device received with unresponsive keypad due to corroded keypad traces. Unable to performed displacement and self test due to unresponsive keypad. Device received with missing display window cover and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button anomaly. Customer stated that insulin pump was not exposed to change altitude. Customer stated that it was unsure to press down button for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.